Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body through routine removal. The patient was discharged on the same day. No patient complications were reported and the patient's status was fine.